Event description:
It was reported, the subject device had a defective pump head and defective water supply. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a defective pump head and defective water supply. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, but the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, no problem was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.